Event description:
Ordering IV fluids is a complex task on the cpe device. The ordering screens are noisy and seek much irrelevant information which serves to distract and confuse the use and the task at hand. The difficulty in navigating the ordering screens results in clinically counter intuitive infusions. This patient with sepsis, hypotension, and tachycardia was ordered fluids at 125 cc per hour in the emergency ward. Later in the day, the patient became hypotensive and tachycardic with a spike of fever. What was not known by the clinical team was that in the tiny font of that IV fluid order was that the IV fluids were to stop automatically after 3 litres. The nurses stopped the fluid despite the sepsis, because the cpoe device required that, and there was not any notification or clinical decision support warning of same. The IV fluids were restarted after the deterioration that required transfer to ICU. The stealth cessation of disease critical fluid was life threatening. The complexities and poor usability of the IV fluid order merit investigation, surveillance and possible recall.